Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m7339t304, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 11-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that there was a loose connection between the flex connector and the double swivel elbow on a closed suction catheter. The user noted one event where the device disconnected during use. Once it was detected, the use replaced the flex connector and closed suction catheter with new devices with no impact to the patient.

Manufacturer narrative:
The product involved in the report has been returned. Halyard health received one used suction catheter and one used flex connector. The packaging label was also received. The sample was evaluated and the reported event was confirmed. The root cause was attributed to a manufacturing deficiency. All information reasonably known as of 29-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information received stated that the detachment occurred during the suctioning process performed by the nurse. The nurse connected them once, and went to the stock area to obtain a new device set. Because of this, it was noted that the disconnection time was very short. No patient information available.